Manufacturer narrative:
Investigation of the issue is ongoing, repair is pending. Further information about device's logs and faulty parts was requested but not yet received. Event site name: (B)(6).

Event description:
It was reported that ventilator had a pressure fault. There was no patient harm. Manufacturer's ref#: (B)(4).